Event description:
The MFR rep reported a superficial infection, at or near the device system three mos ago. The infection has since resolved. The MFR rep reported, the device was explanted, however, the device has not been returned to the MFR for analysis. Add'l info has been requested by medtronic from the health care professional regarding the reported event. A supplemental f/u report will be sent to FDA if add'l info is rec'd.